Event description:
Pt was self-cathing when the pt noticed that the tube was going in further than it should. When the pt removed the catheter, the pt noticed blood coming out of the end of the penis. The pt went to the emergency room where the pt was examined and x-rayed. The dr noted there was no damage done, nor was any part of the catheter remaining inside of them. Upon returning home, the pt found the missing part attached to the pkg of another catheter.